Event description:
It was reported that minibore bi-fuse pressure 2 IV connector package was damaged causing sterility to be compromised. The following information was provided by the initial reporter: material no: mz5307, batch no: unknown. It was reported that sterility of new lots may be compromised because packaging is inflated and the glue isn't holding on some sections if there is any pressure. Hospital is running into issues with the new form of packaging. The newer lots are inflated and the glue isn¿t holding on some sections if there¿s any pressure. They state that this compromises the sterility and is hard to notice since the older lots weren¿t inflated.

Manufacturer narrative:
The following fields were updated due to additional information: d4: medical device lot #: 20055023, d4: medical device expiration date: 05/04/2023, h4: device manufacture date: 05/04/2020. D4: medical device lot #: 20035338, d4: medical device expiration date: 03/06/2023, h4: device manufacture date: 03/06/2023. D4: medical device lot #: 20055189, d4: medical device expiration date: 05/05/2023, h4: device manufacture date: 05/05/2020. D10: device available for eval yes. D10: returned to manufacturer on: 09/15/2020. Investigation conclusion: eight photos and four samples of the model mz5307 maxzero extension sets were submitted by the customer for quality evaluation. The customer complaint of sterility of new lots may be compromised because packaging is inflated and the glue isn't holding on some sections if there is any pressure was verified by visual inspection. A device history record review for model mz5307, lot number 20035338, showed that a total of (B)(4) in 1 lot number was built on 06mar2020, model mz5037, lot number 20055023, showed that a total of (B)(4) in 1 lot number was built on 04may2020, and model mz5307, lot number 20055189, showed that a total of (B)(4) in 1 lot number was built on 05may2020. There was no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause could not be determined because the packaging malfunction could not be replicated. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that minibore bi-fuse pressure 2 IV connector package was damaged causing sterility to be compromised. The following information was provided by the initial reporter: material no: mz5307.batch no: unknown. It was reported that sterility of new lots may be compromised because packaging is inflated and the glue isn't holding on some sections if there is any pressure. Hospital is running into issues with the new form of packaging. The newer lots are inflated and the glue isn¿t holding on some sections if there¿s any pressure. They state that this compromises the sterility and is hard to notice since the older lots weren¿t inflated.